Event description:
It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and pullback sled to view the target lesion. During procedure, an image froze during imaging and mdu overload message was displayed. The device froze during pullback. No patient complications were reported.

Event description:
It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and pullback sled to view the target lesion. During procedure, an image froze during imaging and mdu overload message was displayed. The device froze during pullback. No patient complications were reported. Device evaluated by MFR.: the device was returned for analysis. No damages or failures were observed on the ccp board assembly. No other visual damages were encountered upon visual inspection. The catheter was properly recognized by the imaging system when plugged into the mdu and no connection issues or errors were detected during its testing. Also, it was observed that the catheter flushed normally. Additionally, by using a test pullback sled assembly the catheter was able to properly pull back manually and automatically. No connection issues or errors were detected during the testing. The sled was not returned with the catheter so the test was performed with a control sled in the complaint lab. Impedance testing shows a good unit wave form. During image characterization testing, a good square image appeared in the ilab system.